Event description:
Per medwatch "status post lysis of adhesions and a sigmoid colon resection in 2005 pt developed abdominal pain. CT scan performed with contrast material per rectum revealed a leak of contrast from an area of the rectum distal to the anastomosis. The surgeon presumed the perforation was from prior dissection during surgery for suturing of perforation. Pt tolerated the procedure well. The pt returned to the recovery room in satisfactory condition."